Manufacturer narrative:
The alarm trace did not show a conspicuous event. The investigation found that the sample was run in a non-standard sample cup. Based on the data provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys free psa immunoassay results for 1 patient sample on a cobas e 801 analytical unit. The initial free psa result was 6.58 ng/ml. The repeat result was 3.19 ng/ml. The initial result was not reported outside of the laboratory. The repeat result was deemed correct. The reagent lot is 61763201. The expiration date is 30-jun-2023.

Manufacturer narrative:
Calibration was last performed on 11-jul-2022 and showed signals below the expected range. Qc performed on the day of the event was acceptable.